Manufacturer narrative:
The reported event could be partially confirmed, since evaluation of CT imaging does find the tibial tray has migrated into varus position. Upon further investigation of the CT scans by healthcare professionals the following was observed, ¿tibial (construct): subsided and in slight in varus position. There are some radiolucencies, albeit the component is still well-fixed on a large area of its surface." Based on investigation, the root cause was attributed to a patient factors related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the physician noted that tibial component will have to be revised due to being loose and in varus. It was reported that the patient presented with pain and collapsed. The patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the physician noted that tibial component will have to be revised due to being loose and in varus. It was reported that the patient presented with pain and collapsed. The patient may require a revision surgery for reasons that are not available at the time of this report.